Manufacturer narrative:
Concomitant medical devices: product ID: inst 961-337, ref frame; lot/serial: unknown. A medtronic representative went to the site to perform a system checkout. The manufacturer representative suspects that the frame had a higher geometry error and the spheres on the frame were not fully seated on the posts, making the geometry error fluctuate above the 5mm cut off for navigation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the reference frame was intermittently tracking. There was no patient involved.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Troubleshooting revealed that there were no issues found with the frame. The system performed as intended and passed a system checkout. No parts were replaced. If information is provided in the future, a supplemental report will be issued.